Event description:
It was reported that the patient said that the last shipment of magic3 intermittent catheters was arrived at the beginning of february, in sub-freezing temperatures. A small number of catheters in the boxes. They have used so far have lube which was thick and viscous, and clumps rather than spreading along the catheter tube. In total over 20 boxes received was probably less than 1 box. These catheters should be replaced, because during use they were not comfortable. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description: the magic3¿ intermittent urinary catheter is a silicone tube with a hydrophilic coating inserted into the urethra for the purpose of draining the bladder of urine. The intended clinical benefit of magic3¿ is the intermittent management of the bladder through urine drainage. Not made with natural rubber latex. Does not contain dehp. Indications for use: for urological use only. Magic3¿ intermittent urinary catheters are intended for use by adult and pediatric patients for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Intended users: healthcare professionals and/or lay users. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions: do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. If you have any clinical concerns with the use of this device for your condition, please contact your healthcare physician. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/ or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.